Manufacturer narrative:
Although no sample picture provided, no sample available for evaluation, the complaint is confirmed from description. The failure mode of unit disassembly in operation had not been verified as a previous complaint. The potential root cause is misassembled components or absence/low quantity of adhesive/solvents that maintain assembly integrity. Since no sample was returned, a definitive root cause could not be determined. Smith & nephew will continue to monitor, track & trend complaints of this type and conduct an additional investigation or corrective action when and where identified as appropriate. This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the versajet handpiece.

Event description:
Damaged or broken component versajet handle which disassembled during operation; handpiece broke up during operation of dr. (B)(6), head of the burns unit at (B)(6) hospital.